Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg between 5 and 24 hours, the site was red, irritated and infected with blisters. The patient visited the general practitioner (gp) where was prescribed antibiotics (flucloxacillin 500 mg) to be taken 4 times a day for a week and (fucidin cream) to apply on the insertion site. The pod was discarded.